Event description:
A meter to lab meter comparison test was made with the reporter's meter reading 139 mg/dl and the lab meter reading 295 mg/dl. Reporter did not have any symptoms. She did not have control solution available for testing. Attempts to contact reporter for additional information have not been successful.